Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00028. All future reports will be submitted under mfg report num reflected in this report. The c3f8 gas tank was not returned for evaluation. A review of the batch production record could not be performed because the lot number was not reported. The expiration date could not be determined. A review of the complaint records could not be performed because the lot number was not provided. A review of confirmed complaints for leaking cylinders of this type or for c3f8 not lasting as long as expected. Both were for cylinders that leaked at the valve to cylinder connection. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a vitrectomy procedure for recurrent retinal detachment, on post operative day 10 the surgeon found only 30% of gas was filled in patient¿s eye, they noticed the system was improperly dispensed gas and was leaking somewhere that caused room air to be drawn up. It was informed that an ophthalmic gas and an ophthalmic operating console were used in the procedure. The procedure was completed successfully. There was no patient harm reported. Additional information has been requested, but none received till date.